Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that there was a leak at the luer lock connection to the patient despite the connection being secure. There was no report of patient harm.